Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, three tubes exhibited fibrin. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo indicated fibrin strands in the serum. A total of 100 retained samples were visually inspected, and no additive defects related to fibrin were found. Complaints for sample quality were not under statistical control for the month of september 2025, additional testing will be performed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, fibrin via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: fibrin. Bd has initiated further root cause investigation relating to the issue of sample quality through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, three tubes exhibited fibrin. No adverse impact was reported regarding the patient or user.